Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod longer than 48 hours on the leg. The patient called the ambulance to be taken to the emergency room (ER) but did not received any treatment as readings came down on its own. The cannula was noted to be bent after pod removal.